Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a degraded dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The loose ac connector nut was the root cause and was fixed. The dso sensor was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the charging port is loose. There was unknown patient involvement.